Event description:
This report summarizes 28 malfunction events in which the device had paint chips missing. 28 events had no patient involvement; no patient impact.

Manufacturer narrative:
Additional information: 28 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 28 events were reported for this quarter. Product return status 28 devices were evaluated in the field. Additional information 28 devices were not labeled for single-use. 28 devices were reprocessed or reused.

Event description:
This report summarizes 28 malfunction events in which the device had paint chips missing. 28 events had no patient involvement; no patient impact.